Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reported that the insulin pump was over and under delivering and was alarming motor error. Customer stated that her aic has been the worst it has been in a long time. Customer stated that the blood glucose was from low to over 500 mg/dl. Customer stated that her blood glucose was uncontrollable for months. Nothing further was reported